Event description:
Patient reported the menu button on the infusion device is not responding. Patient is new to pump therapy. Patient reported noticing the issue on (B)(6) 2014; is constant. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.